Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device measured the pacing lead impedance at zero and also at a low value. It was determined the impedance while low was not zero. It was also reported the device and lead did not sense and there was no capture at maximum output. The patient was hospitalized, and at the lead revision procedure it was determined the lead in the pocket ¿had a lot of twists¿ associated with twiddler syndrome. The lead was removed and no patient complications have been reported as a result of this event.